Event description:
The surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector model msi-pf, lot number was not specified by the facility. The cartridge model and lot number was not specified by the facility.